Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences? Will the device involved in the event or representative unopened samples from the lot involved be returned or evaluation?

Event description:
It was reported that the patient underwent c-section on an unknown date and suture was used. During the procedure, the suture frayed and broke during use. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 07/23/2020 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 - method codes a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: were there any adverse patient consequences? - no will the device involved in the event or representative unopened samples from the lot involved be returned or evaluation? - the device involved in event won´t be returned, just the devices unopened the same lot will be returned